Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc (B)(4) has two reports: (1) MFR # 2029046-2022-01823 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small) .(2) MFR # 2029046-2022-01824 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with three (3) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein one device had moisture inside the packaging and the second and third had hemostatic valve separations. It was reported that there was moisture inside the packaging of the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small while the package was unopened and sealed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, the issue resolved, and the procedure continued. Then it was reported that while prepping the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, there was resistance when trying to advance the dilator into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced for the third carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small but the resistance issue persisted. The dilator not advancing past the hemostatic valve. The bwi representative then noticed that the hemostatic valve on both the second and third carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was damaged. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced again to resolve the issue and the procedure continued. Additional information was later received indicating the lab staff noticed the moisture in the packaging prior to opening the packaging. The hemostatic valve on both the second and third carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small were broken. The hemostasis valves (gasket) were dislodged inside the hub. The hemostatic valves did not dislodge outside of the hubs. The brim cap/hubs did not become detached from the sheaths. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ smalls were not used on the patient therefore, air did not enter the patient¿s body; all issues occurred prior to access.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. Device evaluation details: on 24-aug-2022, the product was returned to biosense webster inc (bwi) for evaluation. The evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Functional test was performed, in accordance with bwi procedures. The vessel dilator and an thermocool® smart touch® sf (stsf) catheter were introduced into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and some resistance was felt during the testing. The outer diameter vessel dilator was measured, and it was within specifications. The resistance issue reported by the customer was confirmed. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate resistance issue. Explanation of codes: investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause linked to device but unable to trace more specifically (d1501) / component code: rod/shaft (g04112) were selected as related to the reported resistance issue. Investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the hemostatic valve separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).